Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with leakage from the bladder due to an extended period of time that the patients bladder was in retention. The aus was explanted and replaced. There were no additional patient complications reported.